Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of the transmission, an alert was noted due to undersensing. Noise was also noted on the same channel as the under-sensing. Programming changes were discussed. No additional information was reported.

Event description:
New information noted that the intermittent sensing was due to electro-magnetic interference when the patient was working on their car. No intervention was preformed. The patient was asymptomatic.